Event description:
This is a supplemental medsun report: this is the 2nd of 6 patients who had an ercp connected with scope #47. (B)(4). After an extensive epidemiologic and microbiologic investigation of all cre patients, a cluster of patients were identified - klebsiella pneumonia. These were highly related to each other suggesting a common source. Further investigation determined that the procedure ercp was highly related. Ercps performed between an approximate three month time span.